Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the surgeon experienced some difficulty with the use of the omnispan system. It appears that 2 omnispan fasteners (part # 228141) retention tubing fell off or caused deployment problems; 1 fastener (part # 228140) needle fell off of the inserter (part # 228143) into the joint space. All was removed from the body and the procedure was completed successfully using other same omnispan devices without further issue or harm to the patient. However, the surgery was extended by 1 ½ hours because of these issues. All of the complaint devices were discarded at the user facility. Also see associated mdrs 1221934-2013-00037, 1221934-2013-00038 and 1221934-2013-00039.